Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear ziploc bag. A lot number was not returned with the device. A photo was provided in response to this report. The photo shows the explanted device without the bolster attached. The device appears to be discolored brown from use. Our laboratory evaluation of the product said to be involved confirmed the report. The tubing was returned with a brown dried substance inside the tubing and the tubing has yellowed. The tubing was visually examined and the internal bolster has separated from the feeding tube with portions of the bolster missing/not returned. A broken portion of the bolster approximately 1.2 cm in length was still attached to the distal end of the tube. No other anomalies were detected with the device. The device history record for the lot number and subassembly lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The iqc record for the lots of the component involved was reviewed and indicated that there was no issue with the product in terms of tensile strength. Investigation conclusion: a definitive cause for the reported observation could not be determined. The complaint was confirmed by the return of the device, however the cause of the occurrence is unknown. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy sets - pull are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a gastrostomy procedure, the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - push. The physician wanted to exchange the gastrostomy tube and found that it was hard to remove. The physician used more strength to remove the device, then the internal part was crushed [internal bolster was crushed]. He placed a balloon replacement gastrostomy tube. There was not reportable information at this time. The device was received for evaluation on 19-august-2021 and the internal bolster was detached and broken from the feeding tube [section of tube detached, possibly inside patient]. The location of a section of the device [internal bolster] is unknown. The initial report states that the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.